Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "pt was prepped for a #5. The implant box states #5. When the stem was put near the broach, it seemed too small. We inspected the stem and it was marked a #3. So a #3 implant was packaged in a box marked for a #5."